Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate. There was unknown reported patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device issue photos were returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The photos provided by the customer identified that the cuff did not inflate symmetrically when the sterile water was supplied. However, it was not possible to perform a complete evaluation without the physical sample, which was necessary to perform a visual inspection, measure the asymmetry of the cuff, and evaluate the massage process established in the instructions for use for this device. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.